Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device made loud, unusual noise during use. An assessment was performed on the device which found that the device failed the temperature assessment (actual reading: 124.1 degrees fahrenheit at 1 minute 30 seconds; specification: >118 degrees fahrenheit at 10 minutes) and the noise assessment (actual reading: 80.0 dba; specification: >76 dba). Therefore the reported condition was confirmed. During repair it was found that the drive shaft was broken. It was determined that the failed temperature and noise assessment were caused by the broken drive shaft. It was further determined that the broken drive shaft was caused by exerting excessive force on the device while it is in use. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device was emitting loud, unusual sounds during use. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.